Event description:
It was reported the patient's implantable neurostimulator (ins) was reprogrammed 'many times' since implant but she did not feel it was working as well as it should. The patient was set to program 3 at 2.9 volts last week and the patient went to the bathroom 19 times yesterday. The patient felt the therapy 'did not last' after reprogramming; it worked for a short time and then lost effectiveness. The patient felt therapy worked well during her trial and she was working with her physician to find the best programming settings. Additional information received 4 days later reported the patient had experienced a return of symptoms for a week. The patient did not have any falls or trauma. The patient's physician's office told her not to change her settings for 4 days and the patient wanted to know how long she could keep her stimulation at a certain level. Further information received 1.5 weeks later reported the patient still had concerns with her device or therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v962968, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the patient's battery life was 6 to 12 months. It was stated that when it "went," it would not be replaced. A health-care professional told the patient that "the pacemaker wasn't working for her" and that they "never removed them." Though it was unclear whether "pacemaker" referred to the implantable stimulator. Three days later, it was reported that the 6 to 12 month battery life was due to the program she was using. It was further specified that the clinic she was at doesn't replace batteries, but was the same one that implanted the device. The patient felt that the therapy was working well at the time of report, but a few times in the past, she needed to return to her health-care provider when her symptoms started returning a short-time after her previous "adjustment." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.